Event description:
It was reported from germany that the patient reported power disconnect alarms. Patient reports the controller switches from one port to the other one before batteries are down to 25%. "The patient is known for replacing the batteries not before they are down to 25%." The pump remains implanted. It was reported that the controller and batteries will be returned; however, they have not been received for evaluation as of the date of transmission of this report. This MFR report is 1 of 2 related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site performed a controller exchange and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed that the device met specifications. The returned controller ((B)(4)) passed visual examination and functional testing. Review of the available log files revealed 1 'power disconnect' alarm on (B)(6) 2015 and multiple premature port switching events. The alarm logs indicated that the 'power disconnect' alarm was due to a communication error between the controller and the battery. Furthermore, log file analysis revealed previous instances of premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00367 and 3007042319-2015-00368) submitted for devices related to the same event. Corrected data: please note that the MFR report number has been corrected from "3007042319-2014-00368" to "3007042319-2015-00368".

Manufacturer narrative:
The following batteries were reported; however, it is unknown which of the following are involved in this event. All will be analyzed when/if received: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00367 and 368) submitted for devices related to the same patient.